Event description:
Facility alleges blood leak during dialysis. Chief tech reports blood leak upitiation of treatment. Reinforced lower arterial line. Unable to reinfuse remaining volume. Estimated blood loss > 100cc. Pt stable pre and post event.